Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2015 with the following findings:. Call service alarms observed in the history but testing was unable to duplicate call service alarm issue. During testing, the pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours with no cs alarms occurring. A horizontal line was observed going through the display screen (no color). Moisture corrosion was observed inside the battery compartment a pump case crack was observed near the upper right corner of the display lens. A leak test was performed and a pump case leak was found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. A test display was inserted and the pump rebooted to the ¿verify¿ screen with no visible signs of lines. The returned battery cap threads were found to be damaged. Returned battery cap secured well enough to the pump to complete testing. Failed display flex confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.